Event description:
Customer reported to have received a button error alarm. Customer's blood glucose was 98 mg/dl. After troubleshooting, customer was advised insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump had no button response die to corroded keypad traces. No button error alarm noted. Insulin pump had minor scratches on display window, cracked belt clip slot and cracked reservoir tube lip.